Manufacturer narrative:
After further review of additional information received the following sections adverse event or product problem, outcomes attributed to adverse event , initial reporter occupation, date rec¿d by MFR , PMA/510k, have been updated accordingly. Approximately one month post-procedure for a lower limb artery stent implantation, the patient was admitted to the hospital for leg pain and an angiography found that the smart control stent (ses smart control 6x80 120) that had been implanted had ruptured. The target lesion was in the superficial femoral artery. The lesion was described as calcified and tortuous, with 70% stenosis. The lesion length was 70mm and the total length of the stented segment was 80mm. One stent was initially placed. The stent was not implanted in an actively moving segment of the artery. The fractured stent was not completely separated. The stent fracture was associated with restenosis. The fractured stent was replaced with a non-cordis stent. It was noted that during the initial procedure, the lesion had been pre-dilated, but not post-dilated. The device remains implanted in the patient. The stent was originally placed in this facility. The current status of the patient is great. A procedural cd is not available for review. The product was not returned for analysis. A product history record (phr) review of lot 17757230 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent-ses~pinsc fractured - in patient¿, ¿leg pain¿ and ¿in-stent arterial restenosis¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of calcification and tortuosity may have contributed to the reported event. Stents are more likely to fracture in the presence of the following factors: balloon or stent overexpansion, as it may theoretically weaken the stent struts. Stent overlap, which results in localized rigidity creating hinge points that deform the stent leading to fracture. Stent length: longer stents may be subjected to higher radial forces. Inappropriate handling of stent. Stenting technique: an example of stenting technique that might cause sf is crush technique. A case has been reported of stent strut fracture in a bifurcation lesion treated with crush stenting, resulting in restenosis. Stent conformability is defined as the degree to which a stent can bend around its longitudinal axis after deployment. Decreased stent conformability can lead to longitudinal straightening of the vessel after stent deployment, which subjects the stent to the countervailing force of the vessel wall. This tends to revert the vessel axis to its original shape, leading to sf. According to the safety information in the instructions for use ¿safety and effectiveness has not been demonstrated in patients with: lesions that are either totally or densely calcified.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, approximately one month post-procedure for a lower limb artery stent implantation, the patient was admitted to the hospital for leg pain and an angiography found that the smart control stent (ses smart control 6x80 120) that had been implanted had ruptured. It was noted that during the initial procedure, the lesion had been pre-dilated, but not post-dilated. The device remains implanted in the patient. The device has been discarded. The stent was originally placed in this facility. The target lesion was in the superficial femoral artery. The lesion was described as calcified and tortuous, with 70% stenosis. The lesion length was 70mm and the total length of the stented segment was 80mm. One stent was initially placed. The stent was not implanted in an actively moving segment of the artery. The fractured stent was not completely separated. The stent fracture was associated with restenosis. The fractured stent was replaced with a non-cordis stent. The current status of the patient is great. A procedural cd is not available for review.